Event description:
The customer contact reported a separation. The customer contact reported that the tubing separated from the backcheck valve when the nurse put the IV in. No specific details were provided. There were no reported adverse pt events and no reported delay in therapy critical for the pt. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.